Event description:
A electronic report has been received from a hemodialysis user facility. The initial report that has been received, stated the following: twister lines separated off pump and clamped lines. Blood cultures x2 sent and patient received 1 gram vancomycin incenter. Hemoglobin obtained. Lines not saved. The facility has been contacted where it has been learned that this event occurred at 3 hours into the treatment. The patient was dialyzing when the tubing fell to the floor and separated. The port of the twister device remained intact and the separation occurred at the site, where the venous tubing is attached/connected to the port of the twister. The estimated blood loss was approximately less than 250 ml. The patient is reported to be fine as confirmed by lab work. No medical intervention has resulted or treatment to this patient from this event. New lines were used to complete the remainder of the treatment without further incident.